Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during implant the new device was implanted and the pacing impedance was high. The physician disconnected the lead and measured with the analyzer and old device and the lead had normal value. The physician did not use the new device and left the old device implanted. No patient complications have been reported as a result of this event.